Event description:
The customer reported an IV fluid over infusion. A new 1 liter IV fluid bag was hung at 0600 with a rate of 60 ml/hour and the bag was found empty at 0800. There was no pt harm or medical intervention. No further patient/event info was reported.

Manufacturer narrative:
(B)(4). The affected product have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.